Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with lead impedances greater than the upper limit. A chest x-ray confirmed the lead was fine. The patient is being monitored and will be back for a follow-up.

Event description:
Additional information there was lead impedances still seen on the lead.